Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and one (1) non-conformances related to the reported event was noted. The led charging light on the iabp was not illuminating and not indicating that the iabp is being charged. The main board pcb and the power supply assembly were replaced, as built, in the assembly process. It was reported that the getinge field service engineer (fse) found a problem with the power supply module and replaced it. The final repairs have not yet been completed. Additional information has been requested, but not yet provided. If any further details are provided, a supplemental report will be submitted.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) could not be started up on battery power. The iabp could be started up when the power supply was connected, however, the iabp shut down within several minutes after starting up. This event occurred during service/test performed by the customer. No patient was involved and no adverse event has been reported.

Manufacturer narrative:
The getinge authorized distributor confirmed the repairs have been finalized. After replacement of the power supply module, the problem was solved. The iabp was then returned to the customer cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) could not be started up on battery power. The iabp could be started up when the power supply was connected, however, the iabp shut down within several minutes after starting up. This event occurred during service/test performed by the customer. No patient was involved and no adverse event has been reported.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) could not be started up on battery power. The iabp could be started up when the power supply was connected, however, the iabp shut down within several minutes after starting up. This event occurred during service/test performed by the customer. No patient was involved and no adverse event has been reported.